Event description:
The customer was troubleshooting a mixing error, which occurred on the cd3700 analyzer and his finger was punctured by the sample probe. The customer had bypassed the sample loader safety cover to access the sample tube. The customer was seen in the e.r. And a hepatitis vaccination was administered. In addition, hepatitis and hiv marker testing was performed.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.